Manufacturer narrative:
Lithium clusters were observed during the analysis. No additional analysis is necessary. Manufacturer report 2938836-02942-2013, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Event description:
It was reported that premature depletion was observed in (B)(6) "20123". The patient was hospitalized for other reasons, and replacement could not be done. In (B)(6) 2013, the device was at eol and at explant in (B)(6) 2013, the device was found to be in back-up mode.